Event description:
It was reported the patient lost pain coverage for the outer part of both legs. It was reported they have stimulation only for the inner legs. It was reported the patient has been having epidurals for pain coverage and their most recent one was one day prior to report. It was noted their pain coverage changed approximately 6 months prior to report.

Event description:
Additional information received reported the patient called a pain center and they were informed they could not meet with a manufacturing representative without changing healthcare professionals (hcp). The reporter stated they spoke to their hcp who told them they had a patient who met with a manufacturing representative from maine. The reporter further stated they would love to use their device, but it was not helping them with it present settings. It was noted the patient had not met with a manufacturing representative. It was further noted the patient stated the device was irritating so they turned it off. The reporter stated it was useless to them because they could not get help.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).